Manufacturer narrative:
9/9/1998- supplemental report sent to FDA. Additional data entered in d-9 (product return date). Device evaluation indicated and codes entered in h-3 and h-6.

Event description:
The device was used during an unspecified procedure. Reportedly, the staples did not lock. The surgeon manually sutured the vaginal cuff to complete the procedure. The hosp has reported that no pt injury occurred.